Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ua2 (uric acid) on a cobas integra 400 plus system. No questionable results were reported outside of the laboratory. The first measurement of each sample was performed using reagent lot 693815. The second measurement of each sample was performed using a second pack of reagent lot 693815. The third measurement of each sample was performed using reagent lot number 714189. Sample 1 uric acid results: measurement 1 = 0.76 mg/dl measurement 2 = 0.71 mg/dl measurement 3 = 6.05 mg/dl sample 2 uric acid results: measurement 1 = 0.86 mg/dl measurement 2 = 0.91 mg/dl measurement 3 = 7.45 mg/dl sample 3 uric acid results: measurement 1 = 0.46 mg/dl measurement 2 = 0.43 mg/dl measurement 3 = 3.93 mg/dl

Manufacturer narrative:
Calibration data on the day of the event was ok. Controls were within range on the day of the event. A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a deteriorated reagent due to storage or transport.